Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, suction sputum was performed for the patient again. After repeated attempts, the suction tube still could not be inserted. After informing the doctor again, the anesthesiology department was contacted to replace the endotracheal tube. It was observed that the steel wire inside the removed endotracheal intubation was broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, suction sputum was performed for the patient again. After repeated attempts, the suction tube still could not be inserted. After informing the doctor again, the anesthesiology department was contacted to replace the endotracheal tube. The second intubation procedure caused additional tissue damage. It was observed that the steel wire inside the removed endotracheal intubation was broken.